Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the probe broke off at 16.5 mm from the distal end. There was no scratch around the broken part. The shape of the fracture surface showed that the crack developed and the probe broke off. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the crack occurred on the probe due to the activation applying only the probe tip with strong force, or twisting the device while grasping the tissue. Also it is known that the probe broke since physical load was applied to the probe which had already been cracked. The instruction manual of this device indicated below. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Confirm that the probe is free from cracks. If cracks are found, stop using the probe immediately and replace it with a new one.

Event description:
The subject device was used during a laparoscopic cholecystectomy. The procedure was completed with this device. After the procedure there was unusual sound from this device, and the probe of this device broke off outside the patient. There was no patient injury reported.